Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) confirmed the reported issue, that ring artifacts were present on scanned images. The fse visually inspected the system and determined that the compensator of the a-plane collimator was damaged and needed to be replaced. The fse replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.